Manufacturer narrative:
The event was not reported to abiomed by the customer, until december 8, 2016. The lmpella cp, 14french introducer and guidewire were not returned for evaluation, as they were discarded following explant. It is unclear at the present time if the aortic leak occurred as a result of any issue with the introducer, lmpella cp pump guidewire or if the issue occurred as a result of the patient's anatomy, device placement or the procedure that was performed. An incomplete set of data logs were returned for this investigation. The logs show periods of time where the device was positioned incorrectly, as evidenced by numerous impella "position wrong" alarms. These events show that the device had a drop in motor current pulsatility and a placement signal that was representative of an aortic waveform. The analysis of data logs further revealed periods of mis-positioning, most likely as a result of the device was sitting almost entirely in the patient's aorta. The positioning of the device with the inlet cage near the aortic valve could have contributed to the observed aortic insufficiency; however, without a complete evaluation of the device this cannot be confirmed. The root cause of the aortic valve damage was unable to be determined because the product was not returned. A review of the device history record was unable to identify any other devices from this lot with this failure mode. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. Internal reference spr (B)(4).

Event description:
The complainant reported that the physicians were treating a 29 year old female patient who was in cardiogenic shock. An impella cp was placed, and the patient was supported for over 11 hours. The device was then removed because of reportedly severe bleeding occurring from an aortic leak. During patient support many alarms occurred warning the user of positioning issues and aspirations. The patient subsequently expired as a result of multi-organ failure and hemorrhagic shock.